Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(4) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 with lot number b60744 for contraception. On (B)(6) 2015, patient experienced excruciating pain. Hcp thought it might be appendicitis and sent patient to emergency room. Some images were taken and it looked like the tube was kinked where essure was in tube (right or left not specified). Physician surgically removed the coil and section of tube where essure was and pain subsided. The outcome of the event excruciating pain was recovered / resolved. Product technical complaint investigation was received on (B)(4) 2015: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous, medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced excruciating pain. This event was considered serious due to medical significance and it is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In the present case, images were taken and it looked like the tube was kinked where essure was in tube. After surgical removal of the coil and section of tube where essure was, the pain resolved. Therefore, considering the available information, a causal relationship between essure and the reported event excruciating pain cannot be excluded. This case was regarded as incident due to the required surgical removal of essure and section of the tube. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Further information is expected.

Manufacturer narrative:
Follow-up from 16-jun-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this spontaneous, medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced excruciating pain. This event was considered serious due to medical significance and it is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In the present case, images were taken and it looked like the tube was kinked where essure was in tube. After surgical removal of the coil and section of tube where essure was, the pain resolved. Therefore, considering the available information, a causal relationship between essure and the reported event excruciating pain cannot be excluded. This case was regarded as incident due to the required surgical removal of essure and section of the tube. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Further information could not be obtained.

Manufacturer narrative:
Follow up information received on 17-feb-2016: case considered potential legal. Follow-up information received on 09-mar-2016 from consumer: no new clinical information. Follow-up information received on 14-mar-2016 from consumer: it was reported that a hysterectomy was performed in (B)(6)-2015. Company causality comment: this spontaneous, medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced excruciating pain. This event was considered serious due to its medical significance and it is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In the present case, images were taken and it looked like the tube was kinked where essure was in tube. After surgical removal of the coil and section of tube where essure was, the pain resolved. Therefore, considering the available information, a causal relationship between essure and the reported event excruciating pain cannot be excluded. This case was regarded as incident due to the required surgical removal of essure and section of the tube. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 13-jan-2016 from consumer: the consumer reported she had a hsg (hysterosalpingogram) done on (B)(6) 2014 which showed her tubes blocked. She stated she experienced excruciating pain, gained 15 pounds, and had abdominal bloating. She stated she had complications from essure. She reported she had a surgery on (B)(6) 2015 to remove her right fallopian tube, and in november 2015 she had surgery to remove her left tube and uterus. Patient stated she has lost 12 pounds and has no bloating since surgery. Company causality comment: this spontaneous, medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced excruciating pain. This event was considered serious due to its medical significance and it is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In the present case, images were taken and it looked like the tube was kinked where essure was in tube. After surgical removal of the coil and section of tube where essure was, the pain resolved. Therefore, considering the available information, a causal relationship between essure and the reported event excruciating pain cannot be excluded. This case was regarded as incident due to the required surgical removal of essure and section of the tube. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit.